Event description:
Customer reported a past low blood glucose event with an unknown cause, and the event did not occur earlier in the day before contacting support. It was noted that the blood glucose level fell below 50 mg/dl. The customer consumed carbohydrates to address the low blood glucose. A pump with ciq software was in use, and the control-iq feature was active at the time of the incident. The support team recommended that the customer consult a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.